Manufacturer narrative:
D4: unique identifier (UDI) #: as the lot number is unknown, the UDI will consist of the primary di only. Should additional relevant information become available, a supplemental report will be submitted. .

Event description:
It was reported that a spectrum pump alarmed upstream occlusion constantly. The reporting facility indicated that the pump, which was being used for a vasopressin infusion, was alarming every 5 to 10 minutes since the morning of the reported event. The patient was under continuous 1:1 monitoring. There was no report of patient injury or medical intervention associated with this event. No additional information is available.